Manufacturer narrative:
Approximate age of device ¿ 1 year and 12 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient experienced a driveline infection. Cultures were (B)(6) for serratia marcescens. A bandage was applied and the patient was treated with unspecified antibiotics. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.